Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a recent interrogation, the implantable cardioverter defibrillator (ICD) indicated a battery voltage level that was significantly reduced from a check six months ago. The ICD remains in use. No patient complications have been reported as a result of this event.